Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture, pain.

Event description:
Patient reported a rupture of the left device. Patient stated that lymph nodes are affected too (insufficient information) and that the device has to be explanted. Patient reported stress headaches (non-device related) has been experiencing since a few years and pain in the left breast. Patient stated that she has been hospitalized for migraines. Patient has reported various symptoms (insufficient information) and pain. Left side.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified broken device. Through the photos provided, it is not possible to determine the lot number and catalog. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported a rupture of the left device. Patient stated that lymph nodes are affected too (insufficient information) and that the device has to be explanted. Patient reported stress headaches (non-device related) has been experiencing since a few years and pain in the left breast. Patient stated that she has been hospitalized for migraines. Patient has reported various symptoms (insufficient information) and pain. Left side. Healthcare professional additionally reported "silicone in armpit lymph nodes". Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5,d6b,h6.

Event description:
Healthcare professional additionally reported "silicone in armpit lymph nodes."